Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump shut off unexpectedly. The blood glucose reading was 460 mg/dl. The customer stated that she started feeling sick and realized the device was off. After replacing the battery, the insulin pump worked for about an hour and then shut off again. She stated that the batteries were out of the device greater than the duration allowed by the insulin pump, causing it to alarm. Explained to the customer that the alarm during normal use may indicate a loose battery cap, which would be replaced. The customer treated her high blood glucose levels with the insulin pump. Nothing further reported.